Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had e216 scope communication error and intermittent image loss during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, d10, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The device was returned to olympus for inspection and the reported failure was confirmed. The most probable cause of the identified failures is cause traced to cause not established, which is the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. A definitive root cause however cannot be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.